Event description:
It was reported that the patient had a severe right foot pain post trial procedure. The physician decided to pull the leads. The physician believed that the pain was not device nor procedure related. The patient was doing well postoperatively, and the explanted leads were discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: (B)(4).